Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed error 319 and replaced flex to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a nurse called to report that they just started the system and got 319 errors and were unable to continue. Logs were showing errors pointing to axes controller setup (acu) in armnet 1. The intuitive surgical, inc. (Isi) technical service engineer (tse) requested her to exercise universal surgical manipulator 1 (usm) and power cycle the system, but the error persisted. The surgeon wanted to continue with 3 arms and the tse guided to disable usm1. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The flex part was analyzed and found to have error 319. During failure analysis, one of the fiber lines was not able to pass light through using a flashlight. Further investigation found the fiber cable to be pinched and damaged. These findings correlate to the reported 319 error. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.